Event description:
It was reported that the balloon detached. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). Two 4.0mm x 15mm wolverine peripheral cutting balloons were selected for endovascular therapy. The balloon protecters were difficult to remove and resulted in the balloons detaching. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
H6 device codes: corrected. Device evaluated by MFR.: the device was returned for analysis with the balloon protector removed and the balloon showing evidence of having been inflated. This device is recommended for use with a 0.014 (0.36mm) guidewire as per the instructions for use. During the product analysis the investigator was unable to load the device on to a boston scientific 0.014 guidewire due to damage to the guidewire lumen. The guidewire used by the customer was not returned for analysis. A visual examination identified that the inner guidewire lumen of the shaft was buckled/accordioned at approximately 3mm distal of the bi-component bond. No other issues were identified with the shaft of the device. A visual examination found no issues or damage to the balloon, blades, markerbands or tip of the returned device.

Event description:
It was reported that the balloon detached. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). Two 4.0mm x 15mm wolverine peripheral cutting balloons were selected for endovascular therapy. The balloon protecters were difficult to remove and resulted in the balloons detaching. The procedure was completed with a different device. No complications were reported.